Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to peritonitis which was untreatable and had a catheter pulled. The registered nurse (rn) stated the patient got it from the bowels. Upon follow up, the pd registered nurse (pdrn) stated the patient presented to the pd clinic with complaints of abdominal pain and cloudy effluent. The patient was sent to the hospital and admitted with a diagnosis of peritonitis. A pd effluent culture was obtained which resulted positive for escherichia coli (e. Coli). Additional bacteria of bowel source were contained in the culture; however, the organisms were not provided. The patient was administered antibiotic therapy with the initiation of vancomycin, cefepime, and fluconazole (route, dose, frequency, and duration unknown). Despite the antibiotics, the peritonitis was not clearing and each time the patient had a bowel movement the infection worsened. It was determined that the patient would require a transition to hemodialysis (hd). The patient¿s pd catheter (not a fresenius product) was pulled. The patient was permanently transitioned to hd therapy. The patient currently remains hospitalized and as a result no further information was available. The peritonitis cause has been attributed to the patient¿s bowel issues and is unrelated to use of the liberty select cycler or cycler set.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of e. Coli peritonitis with hospitalization and subsequent transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. The peritonitis has been attributed to a bowel source evidenced by the culture result of e. Coli and the worsening of the peritonitis with bowel movements. E coli is the major pathogen of extraintestinal gram-negative infections, including pd-related peritonitis that can result from touch contamination, intra-abdominal sources of infection and transmural migration. E. Coli has a high probability of mortality and technique failure with a worse virulence than previously found. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event and permanent transition to hd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital due to peritonitis which was untreatable and had a catheter pulled. The registered nurse (rn) stated the patient got it from the bowels. Upon follow up, the pd registered nurse (pdrn) stated the patient presented to the pd clinic with complaints of abdominal pain and cloudy effluent. The patient was sent to the hospital and admitted with a diagnosis of peritonitis. A pd effluent culture was obtained which resulted positive for escherichia coli (e. Coli). Additional bacteria of bowel source were contained in the culture; however, the organisms were not provided. The patient was administered antibiotic therapy with the initiation of vancomycin, cefepime, and fluconazole (route, dose, frequency, and duration unknown). Despite the antibiotics, the peritonitis was not clearing and each time the patient had a bowel movement the infection worsened. It was determined that the patient would require a transition to hemodialysis (hd). The patient¿s pd catheter (not a fresenius product) was pulled. The patient was permanently transitioned to hd therapy. The patient currently remains hospitalized and as a result no further information was available. The peritonitis cause has been attributed to the patient¿s bowel issues and is unrelated to use of the liberty select cycler or cycler set.